Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an colectomy end to side anastomosis, at the first firing of the device it could be used without any problem, but on the fifth firing no clips came out. They tried to fired the device outside several times, however same event occurred. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.